Manufacturer narrative:
The cause of false low calcium result is unknown. Siemens healthcare diagnostics is investigating the issue.

Manufacturer narrative:
The initial MDR 1226181-2014-00597 was filed on november 26, 2014.additional information (11/19/2014): a siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and discussed calcium outliners with the customer. The cause of discordant, false low calcium result is unknown.this instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on an alternate dimension vista instrument and resulted higher than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.